Event description:
A home patient (hp) contacted baxter's technical service center (tsc) regarding a system error 2240 message that appeared on the display of the hp's homechoice machine during their automated peritoneal dialysis therapy. Per initial report, the pt line of the homechoice set became disconnected from hp's transfer set during therapy. Baxter's tsc assisted hp in ending therapy early. No pt injury or medical intervention was associated with this incident, per hp.